Event description:
It was reported the patient had a replacement implantable neurostimulator (ins) implanted on 16-aug-2013. It was noted that the device was at 3.13 volts and at the time of the report, the device was down to 2.88 volts. It was noted that the patient was told that ¿at 2.7 volts they should be scheduling a new battery replacement.¿ it was noted that the patient ¿was turned up high.¿ it was further noted that ¿typically, the patient¿s batteries last about one year.¿ it was noted that ¿since implant, this battery seemed to be dropping rapidly.¿

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# v008172, implanted: 2006-(B)(6), product type lead, product ID 3387-40, lot# v008172, implanted: 2006-(B)(6), product type lead, product ID 64002, lot# n346695, implanted: 2012-(B)(6), product type adapter, product ID 37642, serial# (B)(4), implanted: 2010-(B)(6), product type programmer, patient. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).